Event description:
A malfunction was reported on the customer's pump, occurring daily while the customer was away from home. Despite the malfunction, there was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the existing pump with a new one featuring updated software, ensuring continued insulin delivery. The customer would use the current pump until the replacement arrived and was instructed on how to return the problematic pump to tandem with a prepaid label. Training for the new pump would be accessible through the customer¿s tandem source account.